Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jan-2018, fse instructed customer over the phone to uninstall and reinstall the filter properly and then run the pump. Customer uninstalled and reinstalled the filter and after pump run, pressure is at 9.06. Customer will run controls and report if any problems. Fse is at customer's site performed a pump run, no leaks observed. Fse found the waste tube obstructed by the table lifting the instrument. Fse released the waste tube by correcting the instrument position on the table and made sure the instrument is draining properly. Fse ran controls successfully and ran samples without any errors. The g8 instrument is functioning without errors. No further action required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 18-dec-2017 through aware date 18-jan-2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: in chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. Also in section 5.7 filter replacement, the guidance states: replace the filter in the following cases. 1. When the filter counter reaches 400 injections. 2. When the pressure is more than what is indicated on the column inspection report + 4 mpa. Firmly tighten the top of the filter holder assembly by hand until no further tightening is possible. 1. After installing a new filter, reset (zero) the filter counter on the reagent change screen. 2. Once the filter is tightened it will become deformed and cannot be used again. In chapter 6 - error messages: 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to waste line obstruction.

Event description:
On (B)(6) 2018, a customer reported error code 101 pressure low on the g8 instrument. Per customer, filter count (fc) is 0; acceptable limit is 400 injections and column count (cc) is 1431; acceptable limit is 2500 injections. Customer has no idea if the filter was recently changed. Technical support specialist asked customer to inspect pump buffers for leaks; customer confirmed no leaks found and also proactively tightened the fittings on the pump buffers. The technicians in the lab confirmed all buffers were changed in the morning of (B)(6) 2018. Customer checked all tubing straws to make sure all were properly placed in the buffers, and then primed all reagents. Tss asked customer to perform a drain flush, but customer stated there was no pressure. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.